Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a yeast infection on her arms, chest, and back. The patient reported that she develops yeast infections easily. The patient also reported that she had a raw sore on her back. The patient received steroids and antibiotics for the yeast infection. The patient also removed the lifevest to allow the yeast infection to heal. Follow-up indicated that the infection had improved since she stopped wearing the lifevest.